Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Technician reported bed did not move to position one, pt's right eye. Bed was moved to the unload position, and was not able to be moved afterwards. F/u communication with physician revealed pt had lasik flap already made on the right eye, at time of event, but they managed to align the eye and finished the planned treatment. Physician reported that the pt was doing well, 20/20 on one day post op, and there were no outcome concerns.